Manufacturer narrative:
Two aliquots of the same patient sample were received for further investigation and the customer's results were reproduced. Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. This interference is documented in product labeling. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."

Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained about a questionable elecsys ft4 ii assay (ft4 ii) result for 1 patient sample tested on a cobas 8000 e 602 module compared to both an delfia and abbott system. The initial ft4 ii result was 36 pmol/l. The sample was tested on another roche analyzer at another site and an ft4 ii result of 40 pmol/l was obtained. The patient sample was tested on delfia system with a ft4 result of 15.5 pmol/l and on an architect system with a ft4 result of 14 pmol/l. The initial result was released outside of the laboratory. A corrected report was issued. There was no allegation of an adverse event. The cobas e 602 serial number was (B)(4). The customer suspected a possible interference. The investigation is currently ongoing.